Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the channel tube. Upon further inspection, it was observed that residual liquid or foreign material came out of the channel tube. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section had a chip and was detached due to chemical or physical. It was also observed that the scope connector had corrosion due to water leakage caused by water invasion in the device. It was observed that the ultrasound transducer had corrosion due to a handling issue. It was also observed that the forceps control lever doesn¿t move smoothly due to deformation. It was observed that the paint on the air and water cylinder was peeled due to handling. Lastly, a scratch was observed on the image guide protector and objective lens due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope has air/water leakage from the instrument/suction channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that residual liquid or foreign material came out of the channel tube, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the observed foreign material in the forceps channel was likely the result to material being retained due to physical damage / pin hole in the forceps channel. The event may be prevented by following the instructions for use below: ¿chapter 5 cleaning, disinfection and sterilization safety¿. ¿chapter 6 application and conditions of cleaning, disinfection and sterilization¿. ¿chapter 7 cleaning, disinfection and sterilization procedures¿. ¿chapter 8 using the endoscope cleaner/disinfector¿. Olympus will continue to monitor field performance for this device.